Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye as the patient complained about glare & halos. In addition, the patient can see the actual optic rings in the dim light condition. It was indicated that patient's daily activities were significantly affected. The surgeon believes that the patient could not adapt to diffractive iol. They performed an explant with a mono-focal iol as the replacement lens. Vision pre-operative: far: 0.8 near: j4 (decimal). Vision post-operative: far: 0.5 near: j2. No other interventions were required. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/not provided, as patient information cannot be provided due to local personal data privacy legislation/policy. Email address: unknown as information was asked but it was not provided. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction and additional information: section d6b: if explanted, give date: as per the additional information received, the correct explant date is (B)(6) 2021. It was indicated as (B)(6) 2022 in the initial report which is hereby corrected. Section d9: device available for evaluation: yes. Date returned to manufacturer: 12 aug, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.